Manufacturer narrative:
A1-a4: no patient information provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centimag system stopped working during computed tomography (CT). Related MFR # for the motor: 3003306248-2024-00032.

Event description:
Additional information was received that the patient was being transported from another hospital at the time of the event and the incident happened in the CT room. The patient was not being transferred to the CT bed and was just in the trolley. The trolley reportedly was plugged to the wall. At the time of the event, only the pump failed. Everything else was reported to be fine with just an alarm due to the failure.

Manufacturer narrative:
D4: catalog number corrected e1: the event took place (B)(6) hospital. Manufacturer's investigation conclusion: incidental findings: s3 alarm observed during testing at the edc. The reported event of the centrimag motor suddenly stopping was not confirmed. The returned centrimag console (serial number: (B)(6)) was evaluated at the european distribution center alongside known working test centrimag equipment. The returned console was powered on, and the unit booted as intended without any issues. The console was functionally tested, and the reported event was unable to be reproduced. The serviced and tested unit was returned to the customer site after passing all tests per procedure. A log file was downloaded from the returned centrimag console. The data in the log file did not indicate any issues with the console. No atypical alarms were observed. The console was observed to be operating the system at the set speed without any issues.the root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system, motor, and flow related alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual section 8.3 ¿ ¿recommended preventive maintenance¿ instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. No further information was provided. The manufacturer is closing the file on this event.